Event description:
Product analysis for this generator was approved on (B)(6) 2012. Pa results indicated that the device was returned at settings indicative of a faulted system diagnostic test. Programming history was reviewed. On (B)(6) 2012, a faulted system diagnostic test occurred; however, no interrogations were performed after the faulted diagnostic. Two system diagnostics were successfully completed after the faulted test.

Manufacturer narrative:
Review of product analysis results and programming history.